Manufacturer narrative:
The field event of no rf telemetry was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: previously reported g3 should have been 15 jan 2021 rather than 18 jan 2021.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-17896. It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's right ventricular lead was exhibiting low pacing impedance. It was suspected that the lead was fractured. The physician elected to cap the lead during a generator change procedure. Prior to the procedure, it was found that the patient's pacemaker lost rf telemetry and could not be interrogated. The device was explanted and replaced, and the lead was capped on (B)(6) 2020. The patient was stable.